Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the leg for between 49 and 71 hours before experiencing persistent hyperglycemia, despite the pod appearing to function normally. Using a backup meter, the patient recorded a blood glucose level of 25 mmol/l (450 mg/dl). On the night of (B)(6) 2026, the patient experienced escalating symptoms including nausea, vomiting, drowsiness, dehydration and high ketones. Emergency medical services were contacted, and the patient was transported by ambulance to the hospital. In the emergency department, the patient was evaluated and found to have high ketones without diabetic ketoacidosis. Treatment consisted intravenous fluids administered over approximately eight hours; no insulin injections were not given because the patient had already applied a new pod prior to arrival. The patient remained under observation for a total of 10 hours before being discharged on the morning of january 19. The removed pod associated with the high blood glucose event was no longer available for return.